Event description:
Hcp reported when the pump was explanted, it was decided to leave the catheter in place. "Many times catheter is scarred down and it is better to leave the catheter alone." There was no further treatment in regards to the catheter. The pt had elective removal of the pump as pt was not using it anymore. Present pt status is reported to be the same as it was before the pump was removed.